Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the device has reached rrt (recommended replacement time) in less than four years. It was noted that the device was unable to measure lv (left ventricular) lead thresholds in the last seven days. The device was explanted and replaced. No patient complications have been reported as a result of this event.